Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. Inflation was performed at 6 atmospheres (atm), 14 atm, and 14 atm for 30 seconds respectively. However, during the third inflation, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.